Manufacturer narrative:
A document and records review was performed of the reported lot aa322901a. Documentation assessed includes: quality audit, production and raw materials. This assessment found no anomalies that may have attributed to the reported issue. On (B)(6) 2013, a visual inspection of 5 companion samples was conducted. The visual examination did not observe any product defects or abnormalities. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She indicated that she had a foul smell coming from her vagina. She visited her ob/gyn and he removed a remaining piece of the tampon from her vagina.